Event description:
The customer reported air/water flow issue evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter on the nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air flow issue was confirmed. The device evaluation found foreign material clogged in the nozzle of the device due to insufficient cleaning. Due to clogging of nozzle, air supply volume did not meet the standard value. Additionally, the angle wired was out of standard value due to stretch and wear. The insertion tube becomes deteriorated due to the chemical stress. Part of the insertion tube was caught and pinched-the insertion tube and became deformed. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer did not specify if they have flushed the nozzle with water and air, they did not specify if they had presoaked the endoscope in detergent solution, they did wipe the nozzle with clean lint-free cloths/brushes/sponges, and they did flush the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the repair department was unable to specify the foreign material and therefore could not identify a definitive root cause of the remaining foreign material. This issue is addressed in the instructions for use (IFU): inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> (a) inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.